Manufacturer narrative:
Our quality engineer inspected the samples provided. Bd received a total of 172 units within sealed packages from lot number 9119982 along with an empty-open package. Some of the units were received inside dispensers. All components within were intact. A sample size of 76 units was tested for threading difficultly. The catheters were rotated 360 degrees as stated on the IFU. The catheters were confirmed that the tip adhesion was within specifications. Then, the needles were retracted, and the catheters successfully released from the cannulas. 86 of the 172 units were tested for leakage by connecting the end of the catheters to an iso slip luer fixture and submerging them into water. No leakage was observed on any of the areas of the catheter-adapter assemblies tested. These units were also tested by connecting a q-syte unit to the iso slip luer fixture, connecting the adapters to the male luer and submerging them into water. No leakage was observed on any of the areas of the catheter-adapter assemblies. Through the full visual examination of the units, damage was not observed on any of the representative units received for evaluation. The returned representative units provided for evaluation met the manufacturing specification requirements therefore no root cause was determined. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard has been found defective during use. The following has been provided by the initial reporter: it was reported that the catheters are defective. It was clarified that the catheter would not thread into the IV tubing causing leaking. 7 patients were affected. In all the incidents the catheter would not thread onto the IV tubing and was leaking. Catheter was replaced with another catheter with a different lot# and it worked fine. There were no adverse events or serious injuries related to the incidents. No cases were cancelled only delayed. Per case the lot# 9119982 is the effected product. I am uncertain if all the item #381423 are defective, but we have had several instances with this lot#9119982 and item#381423 that were defective that actually affected patient care. We currently have the same product/ item # 381423 with a different lot # that are working fine. Info added : ¿we have had at least a dozen instances that the catheter would not thread onto the IV tubing. Three patients we actually had to change IV sites with a new catheter.¿ she expressed this has happened with the previous four orders (all info provided to customer support).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard has been found defective during use. The following has been provided by the initial reporter: it was reported that the catheters are defective. It was clarified that the catheter would not thread into the IV tubing causing leaking. 7 patients were affected. In all the incidents the catheter would not thread onto the IV tubing and was leaking. Catheter was replaced with another catheter with a different lot# and it worked fine. There were no adverse events or serious injuries related to the incidents. No cases were cancelled only delayed. Per case: the lot# 9119982 is the effected product. I am uncertain if all the item #381423 are defective, but we have had several instances with this lot#9119982 and item#381423 that were defective that actually affected patient care. We currently have the same product/ item # 381423 with a different lot # that are working fine. Info added : ¿we have had at least a dozen instances that the catheter would not thread onto the IV tubing. Three patients we actually had to change IV sites with a new catheter.¿ she expressed this has happened with the previous four orders (all info provided to customer support).